Event description:
Event description cpi received information that this implantable pulse generator (ipg) and bipolar lead were exhibiting non capture. The physician elected to upgrade to a new system.